Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the surgeon was unable to take control of the instrument and had issues articulating the camera. The customer informed the tse that when the scope was reseated the system worked as required and they completed the case as planned. The tse reviewed the system logs and confirmed error 31010 on universal surgical manipulator (usm) 3. The tse recommended reseating the sterile adapter if the issues persists in the future and informed the customer that no other negative logs were present during the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer or while the surgeon was attempting to manipulate instruments from the surgeon console. The direction of instrument movement was towards the target area but to the side. The instrument was catching but, not a smooth glide in. The issue was persistent. No shakiness and/or friction experienced/observed. The issue occurred while putting instrument in. Sterile adapter was reseated to resolve the issue. The issue was resolved before surgeon started at console. It was from where the drape was not seated correctly and when it was secured correctly the issue was resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotics coordinator at the site to further investigate the reported event. The customer reported the issue was resolved after reseating the sterile adaptor.